Event description:
On 10/17/2023, it was reported by a facility representative via sems-06060168 that an ar-8310 foot pedal is broken. This was discovered during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.